Manufacturer narrative:
Citation: a. Alamri, a. Hyodo, k. Suzuki, et al. Retrieving microcatheters from onyx casts in a series of brain arteriovenous malformations: a technical report. Neuroradiology (2012) 54:1237¿1240 doi 10.1007/s00234-011-0971-y the marathon micro catheter and onyx les will not be returned for analysis. The reason for the micro catheter not returning was not provided. We are unable to definitively determine the cause for the reported experienced. There is no evidence suggesting that the onyx les was defective, but rather a procedure related event. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Per the onyx IFU (instructions for use): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. All products are 100% inspected for damages and irregularities during manufacture. Mdrs related to this report: 2029214-2017-00405, 2029214-2017-00407, 2029214-2017-00408 and 2029214-2017-00409. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that this patient was treated for a ruptured avm in the right posterius temporal lobe with onyx, and the marathon microcatheter became entrapped. It was noted that a snare was used, using the "monorail snare technique." The microsnare was closed tightly and all the microcatheters were pulled together. The microcatheter was released from the onyx cast. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.